Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated in two locations, 92cm and 101cm distal of the strain relief and majority of the coil was stretched. The separated ends of the sheath were stretched, twisted around the coil, and torn. There was dried blood and saline in the sheath on the proximal side of the tear 92cm from the strain relief. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. The torn sheath and stretched coil would have been caused due to the over-tightening of the valve and resistance causing the sheath to tear and the coil to stretch. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was not able to run, so it didn't get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and the turbine was found to be corroded. It was considered likely that the corroded turbine was attributable to being used during the procedure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that sheath was torn. The target lesion was located in the circumflex artery. A 1.25mm rotalink plus was selected for use. Upon preparation, it was noted that sheath was torn. When testing the device, the rotation speed reduced. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that sheath was torn. The target lesion was located in the circumflex artery. A 1.25mm rotalink plus was selected for use. Upon preparation, it was noted that sheath was torn. When testing the device, the rotation speed reduced. The procedure was completed with another of the same device. There were no patient complications reported.